Event description:
It was reported the device was dropped and has broken case halves. The device was returned for repair. It subsequently tested out of specification that was unrelated to the drop during the manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper and lower case were broken. Analysis also found that battery drawer and bail cover were broken.